Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 10/01/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump¿s display was functioning per specification. Unrelated to the complaint, a battery compartment crack was observed. A heavy display lens scratch was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.